Event description:
The biomed reported the pump "didn't infuse correctly' "the syringe had a volume of 13cc in a 20cc syringe. It was set to run at 0.5cc/hr. It started at 1700 and ran out at 1055, should have run over 24 hours. We used regular microbore tubing for the syringe pump". The fluid infusing was 20% intralipids, reported to have been hung as a secondary. No pt harm was reported and no medical intervention was required. No further pt or event info is available.

Manufacturer narrative:
MFR's report date: 03/05/2014. Internal file no: (B)(4). The syringe module has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.